Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an error in the hardware low level failures alarm and it was exposed to moisture. The customer¿s blood glucose was 180 mg/dl at the time of incident. Keypad was responsive. Customer reported that the battery was already half way gone, the battery had be in the insulin pump for an hour. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. No device heating occurred during testing. After further review of the device interior, there was corrosion on the pins as well as on the terminal of the cable going to the lcd connector on electrical board. In addition to this, no pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.